Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging labeling issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If lifescan receives the product lifescan will inform the FDA of any products that fail evaluation in a supplemental report.